Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events where the product was still in use; date range (B)(6)2008 and (B)(6)2010. This medwatch report represents 1 of 439 events (event type code serious injury). This event occurred outside the us. All info provided is included in this report. If add'l relevant info is received, a supplemental report will be submitted. Pt info is not generally available due to confidentiality concerns.

Event description:
It was reported that at routine f/u it was not possible to perform auto threshold test. The pacemaker was programmed vvir, but message via programmer said to turn hysteresis off to perform threshold. Auto amplitude was starting to decrement, but no pacing was seen on the programmer or paper. The device was reprogrammed to vvi, hysteresis was programmed to off and threshold test functioned correctly in both vvi and vvir modes. The test was attempted after programming hysteresis on but mode to vvir -again not possible. No pt complications were reported as a result of this event.